Manufacturer narrative:
Failure event observed during analysis. Final analysis found the patient notifier did not vibrate. A defected part was suspected.

Event description:
This report is to advise of an event observed during analysis.